Manufacturer narrative:
No report of patient involvement. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. Software was recommended for replacement.

Event description:
The hospital reported the unit alarmed during preuse checkout requiring a system reboot. There was no report of patient involvement.